Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. The rv lead was explanted. No additional adverse patient effects were reported.